Event description:
Customer observed 14 false (B)(6) advia centaur hbc total (hbct) patient sample results compared to other manufacturers' hbct tests. There are no reports that treatment was altered or prescribed based on the false (B)(6) results. There are no reports of adverse health consequences based on the advia centaur hbct results.

Manufacturer narrative:
The cause for the discordant result is unknown. The overall sensitivity of the assay at this site is 99.79% which is within the resolved sensitivity range of 99.09% to 100% stated in the ous instructions for use. Samples have been provided to siemens for testing. Us: "the limitations section of the instructions for use (IFU) states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection." "The calculated values for hepatitis b in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." Ous: the limitations section of the IFU states: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood an may generate false reactive results." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."

Manufacturer narrative:
The initial MDR 1219913-2014-00134 was filed on may 19, 2014 for 14 (B)(6) advia centaur xp hbct results compared to other manufacturer's (B)(6) tests. July 16, 2014 siemens received 14 samples from the customer and tested them internally and confirmed the (B)(6) results. This indicates that the issue is sample specific and not a site specific issue. The overall sensitivity of the assay at this site is 99.79% which is within the resolved sensitivity range of 99.09% to 100% stated in the ous instructions for use.